Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break. Block h11: the returned percuflex stent was analyzed, and a visual evaluation noted during inspection, the stent detached/separated into eleven pieces. The device was inspected under magnification, and it was possible to see that some drainage holes were stretched and deformed probably due to force applied to the stent. It was possible to see that some drainage holes were stretched and deformed probably due to force applied to the stent. Regarding to the analysis performed to the returned device, it is possible to conclude that this issue could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the stent and is removed using excess force, the stent can get detached/separated during the preparation affecting the performance of the device. There was evidence that force was applied to the stent that could have caused the deformation and stretch of the drainage holes. Also, the suture did not return indicating it was removed to the device. Based on the analysis results of observed stent deformed, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that, during the kidney stone surgery a percuflex ureteral stent was going to be used. When the physician unpacked the device, it was found that the stent was fractured. Another ureteral stent package was opened, and it was fractured again. The procedure was completed with another of the same device. No patient complications were reported. This report is one of two complaints that [ertain to the same event (MFR report # 2124215-2024-71116 and MFR report #.

Event description:
It was reported that, during the kidney stone surgery a percuflex ureteral stent was going to be used. When the physician unpacked the device, it was found that the stent was fractured. Another ureteral stent package was opened, and it was fractured again. The procedure was completed with another of the same device. No patient complications were reported. This report is one of two complaints that pertain to the same event (MFR report # 2124215-2024-71116 and MFR report # 2124215-2024-71119).

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.